Manufacturer narrative:
UDI#: (B)(4). The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record for lot number m6131t509 was reviewed and the product was produced according to product specification. . (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that when they went to suction the patient with her in-line suction, the suction tubing had to be advanced to the correct depth and it broke off. The distal portion of the tube was simply manually removed from the ett and replaced with a similar css. No injuries or adverse event were reported. No additional information provided.

Manufacturer narrative:
UDI # (B)(4). The sample was returned for evaluation. The sample received was for lot number - m6060t502 the bushing is detached from the cone adapter. The components (catheter bushing and cone adapter) were viewed under uv light. There is visible evidence of application of adhesive with optical brightener for the catheter bushing. The cone adapter has the appearance of inconsistent application coverage. Using a ruler as a reference, the insertion depth was measured by aligning the marks on the catheter bushing as a reference point. The root cause has not been determined and investigation is ongoing. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).